Manufacturer narrative:
Literature citation: messaoudi s, leplus a, donnet a, regis j, balossier a, raoul s, demarquay g, simon é, moisset x, sinardet d, voirin j, colnat-coulbois s, lanteri-minet m, fontaine d. Decreasing the risk of lead migration in occipital nerve stimulation for cluster headache using dedicated leads. Neuromodulation. 2026 feb 25:s1094-7159(26)00015-2. Doi: 10.1016/j.neurom.2026.01.009. A2: please note that the age provided represents the average age of study participants, as specific figures were unavailable in the published article. A3a: please note the sex provided represents the sex of the majority of study participants, as specific figures were unavailable in the published article. Continuation of d10: product ID: 09100-60 lot# unknown. Product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 6 patients experienced hardware dysfunction that required adjustments of stimulation parameters. Additional information has been requested regarding the nature of the "hardware dysfunction" experienced. 2 patients experienced lead migration during the first year of implant. It was noted that one of these patients experienced ¿a relaxation of the discharge loop without any electrode migration and did not require surgical revision.¿ please see the attached literature article.